Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Tandem technical support was unable to troubleshoot the issue as the reported event had occurred in the past. There was no reported impact to the customer's blood glucose level.